Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
To date, the device remains implanted and in service. Once additional informaiton is received, this event will be further updated.

Manufacturer narrative:
Subsequently, the device was explanted and is intended to be returned for a post market evaluation. Another boston scientific device was successfully implanted.

Event description:
--

Event description:
Boston scientific received information that during a recent in office interrogation, this device triggered a fault code indicate of a battery voltage unable to support the projected remaining capacity. The field representative spoke with boston scientific's internal technical services, at which time device explant was recommended. It was additionally recommended to send the device's memory into boston scientific for review, so as to provide guidance on an estimated replacement period. No resulting adverse patient effects were reported.